Event description:
It was reported that the patient was looking for a new managing healthcare provider (hcp) because her current managing hcp refills their pump, but will not increase their dosage because the hcp is not a pain management specialist. Approximately 1.5 to 2 years prior the patient¿s pump dose was decreased because they were planning to have the pump removed because she couldn't find a managing hcp. The patient¿s dose and concentration hasn¿t changed since that time. The patient¿s prior hcp put the patient on 600 mg of oxycontin orally but she ¿couldn't handle it and got off of it¿. When the patient came off the oxycontin, the patient was in awful pain. It was reported that the patient was more active previously and it was stated, "this make you more disabled". The patient reported coming off the medication in 2013. It was noted that the patient was taking trazodone. It was reported that the patient had always had morphine in their pump. It was later reported the patient had a return of symptoms. The patient had increased baseline pain. The patient described the pain as severe. The patient¿s hcp would not increase the medication in the pump and was noted as never been this low in the patient¿s life. Additional information received reported that with the patient¿s 3rd pump implant, medicaid wasn¿t going to pay for the pumps anymore. The health care provider (hcp) lowered the medication in the pump and the patient was on a lot of oral medications (like oxycontin). When the patient got off that oral medication and she started hurting bad. The patient thought it was maybe withdrawal. The patient had only been able to sleep for an hour per night and couldn¿t dream. It was stated that the patient was thinking about committing suicide. The patient refused to be transferred over to a suicide hotline to talk with someone about the suicide comment. She didn¿t feel talking to someone would do anything when she needed help with her pain control. It was stated that a letter was written from an hcp stating they didn¿t feel patient¿s pain was being managed. The patient was put back on ms contin extended-release. The patient was in a lot of pain and it hurts to travel 180 miles because being in a car hurts so much. The patient had issues with c5-c6 discs from a surgery 30 years ago, scoliosis, degenerative disc disease, stenosis, osteoporosis, nerve damage, and ankylosing spondylitis. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4).